Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The defective emitter was replaced. The navigation system then passed the system checkout and was found to be fully functional. No parts have been received by medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site¿s emitter had been dropped and did not function anymore. There was no patient present when this issue was observed.

Manufacturer narrative:
Additional information: initial reporter information updated. Device evaluation: the field generator emitter was returned to medtronic for further evaluation. The returned field generator emitter had a cracked/broken coil housing, as reported. Otherwise, the unit was tracking normal when connected to a test system with the ear, nose & throat (ent) application. Analysis determined there was a physical damage failure with the returned field generator emitter. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.